Event description:
Patient sustained a pressure injury to the upper lip, likely from mechanical ventilation/ett holder (anchorfast). Necrotic tissue extends from the lip into the mucosal surface of the inner lip. Necrosis on upper lip wound healing but full thickness defect remains. On (B)(6) 2026 debridement upper lip open wound, reconstruction with complex layered closure completed.